Event description:
Pt had fusion l5-s1, at time of redo of lumbar laminectomy - one of the screws placed into s1 broke. Despite this, the pt went on to fuse l5-s1 solidly. There was no sequela from screw breakage that rptr is aware of. There actually is a question of whether the screw is truly broken.